Manufacturer narrative:
This report is being filed on an international product, list number 07p92-30 that has a similar product distributed in the us, list number 7p92-21 / 31. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity I total psa results for two samples. The customer stated that they noticed a shift if the qc results as well after switching to new lot. The following results were provided: sid (B)(6) (lot 71213fz00) 4.37 ng/ml, repeated with another lot 3.27 ng/ml. Sid (B)(6) (lot 71213fz00) 9.90 ng/ml, repeated with another lot 7.09 ng/ml. (Normal value psa 0-4 ng/ml). No impact to patient management was reported.

Event description:
The customer observed falsely elevated alinity I total psa results for two samples. The customer stated that they noticed a shift if the qc results as well after switching to new lot. The following results were provided: sid (B)(6) (lot 71213fz00) 4.37 ng/ml, repeated with another lot 3.27 ng/ml sid (B)(6) (lot 71213fz00) 9.90 ng/ml, repeated with another lot 7.09 ng/ml (normal value psa 0-4 ng/ml). No impact to patient management was reported.

Manufacturer narrative:
Correction found in section b3 date of event. Investigation into the issue has identified performance shifts could occur with specific lots of alinity I total psa reagent kit, list number 07p92, including lot 71213fz00. A field action has been issued and the impacted lots are not distributed in the us. No further information will be submitted.